Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's sensor did not have any sensor signal and that the electrode was not visible. The patient's blood glucose at the time of incident was 6.8 mmol/l. The caller confirmed that the sensor was in the customer's belly; however, the location of the electrode cannot be confirmed. The sensor was returned for analysis.

Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base and no broken cannula was found during our analysis; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.